Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent revision of hip arthroplasty due to unknown reasons.

Manufacturer narrative:
No device or photos were received, therefore, the condition of the device is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. This device is used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Complaint history review identified no previous complaints for the part-lot combination of the reported device. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.